Event description:
It was reported the customer experienced an elevated blood glucose (bg) level around 20 mmol/l; cause was due to pump battery could not be charged resulting in pump shutdown. Customer received a low power alert and shutdown alarm. Customer delivered a correction bolus via pump to address bg level. Customer continued to use pump for insulin therapy and has manual injections if needed.